Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. Dianeal therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice device at the time of death. It was unknown if an autopsy was performed. The death certificate was not available. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned for evaluation. The event history log review revealed no alarms or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external visual inspections performed and no problems were revealed. There was no evidence of fluid or moisture found within the device. An evaluation of the device pneumatic system revealed all pressures were correct and stable. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a follow-up will be submitted.